Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The metal contact was missing from the original battery cap. Please see the boluses listed on the event date 30-jul-2023 in the pump history file. 07/30/2023 02:12:10.000 norma lbolus delivered (220) bolus programming method: manualbolus (0) normal bolus amount programmed: 50000 (5 u) bolus amount delivered: 50000 (5 u) 07/30/2023 16:12:16.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 100000 (10 u) bolus amount delivered: 10000 (1 u) 07/30/2023 16:16:44.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 58000 (5.8 u) bolus amount delivered: 58000 (5.8 u) 07/30/2023 22:27:57.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 70000 (7 u) bolus amount delivered: 2500 (0.25 u) 07/30/2023 22:37:58.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 59000 (5.9 u) bolus amount delivered: 1500 (0.15 u) 07/30/2023 22:38:38.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 56000 (5.6 u) bolus amount delivered: 0 (0 u) 07/30/2023 22:49:03.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 81000 (8.1 u) bolus amount delivered: 81000 (8.1 u) please see below for the daily total of all insulin delivered on the event date 30-jul-2023. 07/31/2023 00:00:00.000 dailytotal sg670 (63) daily total collection start time: 07/30/2023 00:00:00.000 daily total of all insulin delivered: 431250 (43.125 u) daily total of basal insulin delivered: 228250 (22.825 u) daily total of bolus insulin delivered: 203000 (20.3 u) there were no autosuspend alarm noted in the pump history file. There were no usersuspended alarm noted on the event date 30-jul-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-jul-2023 in the pump history file. 07/29/2023 12:21:10.000 alarm alert notification (40) fault number: no delivery (7) - during bolus. 07/29/2023 12:24:57.000 alarm alert notification (40) fault number: no delivery (7) - during bolus. 07/29/2023 12:25:43.000 alarm alert notification (40) fault number: no delivery (7) - during bolus. 07/29/2023 12:28:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 07/29/2023 22:07:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 07/30/2023 16:12:16.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 07/30/2023 22:27:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 07/30/2023 22:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 07/30/2023 22:37:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 07/30/2023 22:38:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 07/30/2023 22:39:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. 07/30/2023 22:40:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Insulin flow blocked alarm/no delivery alarm not confirmed. Battery cap damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 588 mg/dl and also diagnosed with ketones at the time of the event. The customer was admitted to hospital, treated with insulin drip & manual insulin pen injection and the customer experienced no other symptoms. Troubleshooting was performed, found that the customer has received a insulin flow block alarm and been suggested to change complete set (insulin, reservoir and infusion set). Customer was using pump within 48 hours prior to event and auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.